Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to low out of range pacing impedances on the right ventricular (rv) lead, measuring less than 200 ohms. The patient's rv lead was a non-boston scientific product. The physician planned to reprogram the device until a lead revision was scheduled. At this times, no procedure has been scheduled. This pacemaker remains in service. No adverse patient effects were reported.